Manufacturer narrative:
The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The customer wanted to know if this was a result of a board affected by a recall. The remote service engineer (rse) informed the customer that this error does not have anything to do with a field change order (fco) recall replacement and went over the following recommended repair according to the service manual with the customer: 1. Verify pin alignment between solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. Per good faith effort (gfe) response, the biomedical engineer (bme) performed troubleshooting and confirmed that the 110b error occurred; after verifying the pin alignment between the da pcba and solenoids, the bme replaced solenoids 3 and 4 valves, after which the issue was resolved. The bme ran the device overnight and did not discover any further issues or errors. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The customer wanted to know if this was a result of a board affected by a recall. The remote service engineer (rse) informed the customer that this error does not have anything to do with a field change order (fco) recall replacement and went over the following recommended repair according to the service manual with the customer: 1. Verify pin alignment between solenoids and data acquisition (da) printed circuit board assembly (pcba). 2. Replace the proximal auto-zero solenoid (sol 3 and sol 4). 3. Replace the da pcba. The investigation is ongoing.